Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during routine follow-up, the patient reported experiencing palpitations and dyspnea. A decrease in sensing and increase in capture threshold was observed on the atrial lead. It was determined that the lead had become dislodged. The lead was revised. The patient was noted to be in stable condition following the procedure.